Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00299 and 3006425876-2023-00300. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a potentially relevant finding was identified. Without a sample returned for evaluation it cannot be confirmed whether this finding is relevant to this complaint investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user was unable to insert the sheath into the patient. The user opened a new kit, but the same issue occurred. A third sheath of the same lot number was successfully inserted. On checking the first and second sheath the user reports that both tips were damaged. No patient harm was reported.

Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00299 .

Event description:
It was reported the user was unable to insert the sheath into the patient. The user opened a new kit, but the same issue occurred. A third sheath of the same lot number was successfully inserted. On checking the first and second sheath the user reports that both tips were damaged. No patient harm was reported.